Event description:
Nasogastric feeding tube guidewire extremely difficult to remove; 3 different products tried before guidewire could be removed with great difficulty, causing injury to provider attempting to remove it. Dobhoff tube. Reference report: mw5162283, mw5162284.